Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and compromised force sensor system alarm during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump received with missing end cap sticker.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and multiple motor error alarms. The customer's blood glucose was 192 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.